Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the lead was a longitudinal tear on the balloon, approx 5mm from the balloon neck. The review of the lhr (lot f1410703) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
The following info was reported: balloon loss of pressure after pressing button #1. Manual compression was applied for 30 minutes. The pt was not hospitalized. Procedure: coronary. Stick location: common femoral artery. Vessel size: 6-7mm.